Event description:
The event involved a plum a+ pump where a report of an accuracy issue was discovered during routine testing. System delivery is below tolerance. The customer was unsure of any error logs present at that point in time. There was no patient involvement, and no patient harm has been reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
Customer compliant can't be confirmed. Customer complaint was regarding delivery accuracy being out of range. Device completed delivery accuracy test twice in service center and the results are within acceptable range. Probable cause unknown. Device completed full performance verification test (pvt) and no other issues found.